Event description:
It was reported that balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at about 5atm. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and patient was good post procedure.